Event description:
It was reported that an oily substance was coated on the handpiece. The substance appeared intermittently for over two weeks and now has stopped. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. This report will be updated if the device is returned and the investigation is complete. Based on the description of the event, it is probable that the cause is due to the user's improper sterilization techniques.